Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 07-jan-2016, an fse visited the customer to address the reported event. During servicing, the fse found that the high pressure was being caused by the 1-6 tubing. The fse replaced the tubing and verified proper operation. There was no further action required by fse. The most probable cause of the reported event was clogged 1-6 tubing.

Event description:
On (B)(6) 2016, a customer reported 150 grad sensor and high pressure alarms with their g8 analyzer. The customer removed the filter and wing nut but the pressure alarms persisted. The customer also noted that the wingnut had been overtightened. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.